Manufacturer narrative:
Correction information: b4: date of this report, g6: follow up #1, h2:if follow-up, what type?, h3:device evaluated by manufacture, h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI), h4:device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to the poor chemical resistance of the nozzle adhesive and the small adhesive area. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 26-apr-2021 under normal conditions. The endoscope was reworked for malfunction of zoom/bad pulse including disassembly adjustment and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-apr-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
The endoscope it has image loss during the investigation. The image became very blurry of low quality. The device will be send to pentax medical bulgaria for inspection and repair. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.